Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting during priming rather then a slow drip and buttons less responsive sometimes had to press buttons twice. The customer¿s blood glucose was unknown at the time of incident. The customer also stat the motor error and button error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify e/a alarm, motor error alarm and a33 alarm due to buttons not responding. Motor passed motor test. (B)(4).